Event description:
Same case as MFR report #: 2134265-2011-00682. Taxus express2 (B)(4) post market surveillance study. It was reported that following a coronary artery stenting treatment procedure the patient expired. The index procedure treated two target lesions. Target lesion one was a 3.5x14mm, 90% stenosis of the mid rca (right coronary artery). Target lesion one was treated with predilation using a 2.0x15mm balloon at 16atm and deployment of a 3.5x16mm taxus express2 stent at 18atm resulting in 0% residual stenosis. Target lesion two was a 2.5x14mm, 90% stenosis of the inferior septal artery. Target lesion two was treated with predilation using a 2.0x15mm balloon at 9atm, deployment of a 2.5x16mm taxus express2 stent at 18atm, and post dilation with the delivery balloon at 14atm resulting in 0% residual stenosis. The patient was discharged two days post procedure and was taking bayaspirin and plavix until the event. In (B)(6) 2010, the patient's family found the patient expired. A police autopsy was performed; however, "anatomy" was not performed and the cause of death is unknown.

Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).